Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced burning and a constant ache. It was also reported that the patient is concerned that "the battery has leaked". It was further reported that the implantable cardiac monitor (icm) has "quit working". The device remains in use. No further patient complications have been reported as a result of this event.